Event description:
It was reported that the gastrointestinal videoscope exhibited image noise. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1-address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the noise appearing in the image was due to deformation of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.